Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. No further information was provided regarding this issue.